Event description:
Customer reportedly received results of 130 mg/dl and 50 mg/dl within 10 mins on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.